Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Medical device lot #: 22n32 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe tip broke off. The following information was provided by the initial reporter: the tip of the syringe tip inside the screw thread broke off in the sclerosis needle where it was connected.

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe tip broke off. The following information was provided by the initial reporter: the tip of the syringe tip inside the screw thread broke off in the sclerosis needle where it was connected.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe tip broke off. The following information was provided by the initial reporter: the tip of the syringe tip inside the screw thread broke off in the sclerosis needle where it was connected.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 20-sep-2022 h6: investigation summary one sample was provided to our quality team for investigation. Trough visual inspection, the tip is observed to be broken and the luer thread is noted to be deformed. The pins within the mold give the inner shape to the luer threading and tip, if one of those pins is damaged, it can lead to the damage observed within the sample. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the available information, we are not able to identify a definitive root cause at this time as it may have occurred during the molding process due to a defective pin or due to excessive force used to engage the device.